Event description:
It was reported that the device was activating intermittently.

Manufacturer narrative:
The reported ¿intermittency (stopped working)¿ condition was not confirmed on the returned unit. After all the tests were performed, no defect and/or manufacturing related condition was observed that could have caused the reported failure. The unit passed all the visual and functional tests and was operating normally during the simulation performed, therefore, defective probe can be ruled out as a possible contributor. It was stated in the event description that the user switched consoles with the same result, however, according to the activation history records the returned unit was only activated using one console. Another possible contributor for the reported condition, apart from a possible console malfunction, is a possible malfunction of the foot switch, if one was used. Therefore, it is recommended that the footswitch (if used) and the console be sent in for evaluation.since the failure was not confirmed on the returned unit, no further actions are deemed necessary regarding the serfas energy probes at this time.the product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was activating intermittently.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.